Event description:
A registered nurse reported that an intraocular lens (iol) became damaged in the cartridge of an iol delivery system. The surgical incision was widened to facilitate removal of the iol.